Event description:
Philips received a complaint by the customer on the v60 indicating that the proximal pressure monitoring tube fell off, and the device alarmed. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that the proximal pressure monitoring tube fell off, and the device alarmed. While checking the device, the rse found that the proximal pressure monitoring tube was disconnected from the patient mask and instructed the customer to reconnect it. Once the customer reconnected the tube, the alarm disappeared, and the device returned to full functionality. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.